Event description:
New information received notes that the lead was explanted due to loss of capture.

Event description:
It was reported that high pacing thresholds were observed. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.